Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The hallulock plate was used to achieve internal fixation of the left metatarsophalangeal joint (mpj) during arthrodesis surgery for degenerative joint disease on (B)(6) 2009. A revision surgery was done for nonunion of the arthodesis on (B)(6) 2009. The same plate was used with a different arrangement of screws and a phalangeal screw and bone matrix were introduced. On (B)(6) 2010, the phalangeal plate screw was observed to be backing out. This screw was removed during a doctor's office visit. The patient had some pain and swelling at the surgical site. The patient was rescheduled for a revision surgery on (B)(6) 2010. During this procedure, all the screws and the plate were removed. A bone allograft with bone matrix was used in the joint space. Two threaded steinman pins were used to immobilize the joint. The patient was observed to have been non compliant with post operative non weight bearing instructions. He is not overweight. The institution's case review suggested that a longer plate may have been a preferred choice initially.